Manufacturer narrative:
A doctor alleged that three (3) patients each had a crown debond that had been placed with the breeze product. The returned sample was evaluated and it was determined that the product was within specification.

Event description:
On (B)(6), 2011 a doctor alleged that three (3) patients experienced the debonding of crowns that had been cemented with breeze cement. This MDR is the third of three (3) reports.